Event description:
It was reported that during the surgery, the surgeon felt the reamer pull into the canal causing him to breach the cortex. The surgeon had difficulty removing the reamer. Upon the breach of the cortex, additional surgical intervention was needed with the cabling of the femur. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# pm0004718 lot# unk hammons lt primary hip 7x86mm. Suggested component code: mechanical (g04), drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.